Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no calibration prompts. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charges and boot was performed and passed. Receiver functional test was performed and passed. Audio\vibration test with dexcom global receiver communication tool was performed and all relevant testing passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.